Manufacturer narrative:
The returned forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. There were surgery residuals visible and the grasping arms are very bent. The residuals indicate that the forceps were used. After cleaning, the forceps could be activated and close as much as possible due to the bending. The fact that the forceps could be activated and the grasping arms are bent lead to the result that the customer's complaint could not be confirmed. The sample was returned deformed therefore, the root cause for the reported event could not be determined conclusively. The most possible root cause is user handling. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing which has not yet been evaluated. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that an ophthalmic forceps tips was unable to close during a vitrectomy surgery. An alternate forceps was obtained in order to successfully complete the procedure. There was no harm to the patient. Additional information is not available for this report.